Manufacturer narrative:
H11: a review of the device¿s service history indicated that the system was manufactured in 2023 and that no previous reports of similar events have been communicated to livanova. Based on all available information and considering the outcome of investigations into similar cases, the root cause of the reported event has been attributed to a defective patient pump. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6), united kingdom. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. In order to solve it, patient circuit 1 pump was replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message (e16 code) associated to patient circuit 1 pump that does not start (power consumption is too low), when the unit was switched on. There was no patient involvement.